Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was the device not being reprocessed according to the instructions for use. The most likely cause of the peeled acoustic lens could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the ultrasound gastrovideoscope had foreign material on the scope body and the acoustic lens on the ultrasound probe was peeled. There was no patient involvement.